Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1230010 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1230010 (100 tubes) were available for inspection. The retention samples showed no media defects in 100/100 tubes. The retentions were performance tested for growth and antibiotic susceptibility. All testing was satisfactory for growth and antibiotic susceptibility. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance issues. No additional actions are indicated at this time. Notes: risk management review indicates the potential risk of the defect reported was assessed as severity [s4], per [baltrmlmbactecmgitaph], rev [03], ID [1.11].

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there was a known positive patient sample that didn't flag as positive but upon inspection when removed there was granulation in the tube. The was a false negative patient result. No patient impact was reported. The following information was provided by the initial reporter: lab had a sample from a patient who is known positive, sample didn't flag up as positive but when inspected on removal there was granulation in the tube. False negative patient result, during use response as follows: 1. Is a negative bottle always subjected to visual inspection on removal? Yes. 2. Were erroneous results reported to the clinician? No. 3. Was this patient treated based on erroneous results? No. 4.if yes, was there any negative impact to the patient? 5. Lot number of the mgit bottles 1230010.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there was a known positive patient sample that didn't flag as positive but upon inspection when removed there was granulation in the tube. The was a false negative patient result. No patient impact was reported. The following information was provided by the initial reporter: lab had a sample from a patient who is known positive, sample didn't flag up as positive but when inspected on removal there was granulation in the tube. False negative patient result, during use. Response as follows: is a negative bottle always subjected to visual inspection on removal? Yes. Were erroneous results reported to the clinician? No. Was this patient treated based on erroneous results? No. If yes, was there any negative impact to the patient? Lot number of the mgit bottles 1230010.